Event description:
It was reported that during da vinci-assisted surgical procedure, the hasson cone broke into plastic pieces. It was replaced. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: site had the similar failures with total 13 hasson cones. It happened in multiple procedures on different dates. The reporter could not provide any specific timeline about the event dates. Site returned 5 hasson cones. As per reporter, some were disposed off. Site does not know exact disposed count. The failure occurred when the hasson cone was attached to the assembly. It broken into multiple pieces. No fragment fell into the patient. There was no patient harm. The procedure was completed robotically by changing the cone.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.